Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is currently in progress.

Event description:
The following information was reported to gore on (B)(6) 2017: on (B)(6) 2016 a patient underwent treatment of an infrarenal aortic dissection with aneurysmal degeneration with a gore® excluder® aaa endoprosthesis. The maximum diameter of the sortic lesion was 23mm. On (B)(6) 2016 the patient had embolism and thrombus of the arteries in the lower extremities. This was treated by means of femoral endarterectomy on the same day. The clinical study database was updated on (B)(6) 2016 with the following additional information: on (B)(6) 2016, high grade stenosis was seen in the right common iliac artery and right external iliac artery as well as high grade stenosis in the common femoral artery. This was addressed by means of stent placement in the right common iliac artery and the external iliac artery. Subject: (B)(4). Aeid: (B)(4). Ae term: high-grade stenosis in the right common iliac artery and right external iliac artery as well as high-grade common femoral artery stenosis. Onset date: (B)(6) 2016. Relationship: event not related to device or procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusions of device or native vessels.

Event description:
The following information was reported to gore on june 29, 2017: on (B)(6) 2016, a patient underwent treatment of an infrarenal aortic dissection with aneurysmal degeneration with a gore® excluder® aaa endoprosthesis. The maximum diameter of the aortic lesion was 23mm. On (B)(6) 2016, the patient had embolism and thrombus of the arteries in the lower extremities. This was treated by means of femoral endarterectomy on the same day. The clinical study database was updated on june 27, 2016 with the following additional information: on (B)(6) 2016, high grade stenosis was seen in the right common iliac artery and right external iliac artery as well as high grade stenosis in the common femoral artery. This was addressed by means of stent placement in the right common iliac artery and the external iliac artery.